Event description:
It was reported that an alert was triggered for this device due to cardiac resynchronization therapy pacing of greater than 90%, and the arial intrinsic amplitude exhibiting low, out of range measurements. Technical services were consulted and upon further review, atrial undersensing was also noted on the non-bsc lead. The atrial sensitivity is programmed to automatic gain control (agc) 0.25mv. Further review was recommended. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Should additional details become available, a supplemental report will be provided.